Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced an electrical reset. It was noted that the device had reached recommended replacement time (rrt) and was implanted for greater than its expected longevity. The icm remains in use. No patient complications have been reported as a result of this event.